Event description:
It was reported that a patient underwent a gynecological procedure in late 2007. During the procedure, the motor drive unit was flickering. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria.